Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the ra lead impedance was chronically low.

Manufacturer narrative:
Concomitant medical products: addr01 ipg implant date (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an impedance warning. It was further reported that the ra lead exhibited o ver-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.